Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and high/undefined pacing impedance. Isometrics were completed and lead impedances were confirmed to change with movement around the pocket. Additionally, lead noise and rising to high thresholds were also observed on the rv lead. The alerts were turned off, the rv lead remains in use, and the patient is having a lead extraction in the future. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead alerted for high thresholds, undefined high pacing impedance, and undefined high superior vena cava (svc) coil and defibrillation coil impedance. A lead integrity alert (lia) was triggered for variation in pacing impedance, high rate non-sustained episodes, and sensing integrity counter (sic). Additionally, the lead displayed oversensing potentially triggering inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: imf annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.